Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller through a series of troubleshooting steps, including disconnecting tubing, tightening connections, and administering boluses. Customer loaded a new cartridge successfully resolving the issue, and insulin therapy was resumed. Follow-up assistance was suggested for additional support.